Event description:
The manufacturer received information alleging service required. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The event log was checked and a ventilator inoperative error code related to the motor was found. Evt_motor_shutdown is a generic motor failure event code. In most cases additional events in the log will be appended in the logs in addition to this event code. There were three additional motor-related error codes found in the event log. Evt_mcl_foc_shutdown means the motor controller has proceeded to the shutdown state due to an error with the motor. Evt_motor_flux_magnitude_runtime means the motor flux measurement is either too high or too low when the motor is in the run state. Most likely the impeller is stuck, no longer spinning, or motor fault occurred on the system board. Evt_motor_rflux_debug means the event evt_motor_flux_magnitude_runtime is in the log. The blower assembly and system board were replaced to address the issue.